Event description:
The customer reported that the no image and device unresponsive involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area distal end is damaged. A root cause could not be identified. Based on the results of the investigation, it was likely the most probable cause for reportable malfunction was the r-unit (charged coupled device) is broken and therefore the image is not displayed and additionally the fiber bonding in the outer tube area (distal end) is damaged was traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.